Event description:
It was reported that the insulin pump alarmed button error and the buttons of the insulin pump were not working. At the time of the phone call the customer's blood glucose was unknown but the customer stated that an hour prior to the phone call their blood glucose was 104 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. The device was received with cracked case at display window corners, display window and battery tube threads, and minor scratched display window.